Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It is likely that the rupture occurred due to interaction with the heavy lesion calcification. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional armada device referenced is being filed under a separate medwatch report.

Event description:
It was reported that this was a percutaneous intervention treating an anterior tibial vessel with extremely heavy, jagged calcification. Four unspecified balloon catheters had failed to dilate the lesion. Following, two armada balloon dilatation catheters were also attempted. Both were inflated above rated burst pressure and both balloons burst. Another armada was used successfully. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue